Event description:
It was reported that a patient's right ventricular (rv) lead was explanted due to fracture. The patient condition was not known.

Manufacturer narrative:
The reported event of fracture was not confirmed. As received, a complete lead was returned in three pieces. Electrical testing did not find any indication of conductor fractures or internal shorts. During analysis, a failure event was observed which was unrelated to the reported event. Final analysis found two external insulation abrasion breaching the optim sheath due to friction with the can and an internal insulation abrasion breaching the right ventricular cable lumen underneath the superior vena cava (svc) shock coil; the svc shock coil was melted and cables broken.